Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported the patient's system was not relieving his back pain. The patient's system was explanted in (B)(6) 2015 as it appeared to no longer help with his back pain. It was noted the patient pain remained, but he was attempting other therapies at the time of the report. The patient had no other issues with the spinal cord stimulation (scs) unit. The rep noted that in a previous conversation, the patient had reported that the scs appeared to reduce his pain. The rep noted no significant event had occurred between that conversation and the day of this report. The rep was not aware of any diagnostics or troubleshooting performed. The issue was noted to have been resolved at the time of this report. The patient's status at the time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.